Event description:
This unsolicited device case was received from (B)(4) on (B)(4) 2014 from a gastro-intestinal surgeon. This case concerns a (B)(6) female pt who developed peritonitis and allergic reaction after seprafilm placement. The pt's medical history included ileus and rectal gastrointestinal stromal tumour (gist) (pre-operative complication). No past drugs, concomitant medication and concurrent condition was reported. On (B)(6) 2014, the pt underwent ileus operation and one sheet of seprafilm was placed (batch/lot number and expiration date: unknown) on small intestine for postoperative adhesion. On the same day, the pt developed peritonitis and allergic reaction at small intestine where duplicated the area of seprafilm placed. On (B)(6) 2014, the pt recovered from both the events. It was reported that no culture test was conducted. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated with global ptc number and results were awaited for the same. Seriousness criteria: hospitalization for both the events. Reporting investigator's causality assessement: probable for both the events. Reporting investigator's comment: another possible causative factor for the events was small intestinal resection.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who experienced allergic reaction after receiving seprafilm for ileus operation. Although the role of drug cannot be ruled out based on the drug event temporal relationship; however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the pt precludes a comprehensive assessment in this case.